Event description:
This report is based on information provided by the remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint about the tempus ls manual, stating that the CPR sensor (cardiopulmonary resuscitation) accessories are not providing accurate feedback.